Event description:
A customer contacted baxter's (B)(4) to report an alarm with the homechoice (hc) machine during the initial drain. The home patient (hp) stated there was an inch of air in the patient line and the patient was connected. The hp ended therapy and would start over with new supplies. The patient was advised to make sure the patient line was free of air before connecting. The hp understood the explanation, ended therapy, and would start over with new supplies. During follow-up with the patient on (B)(6) 2010, it was found the device was discarded and the lot number was unknown. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the patient on (B)(6) 2010, the patient stated she had used all the cassettes and confirmed no sample was being returned for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient stated there was an inch of air in the patient line and the patient was connected. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.